Manufacturer narrative:
The impella pump was returned, and an evaluation is underway. Upon investigation closure, a supplemental manufacturer device report will be filed. As noted in the impella instructions for use: impella cp with smartassist for use during cardiogenic shock and high risk percutaneous coronary intervention. Section: cleaning: ¿do not clean with or expose any part of the clear sidearm of the impella catheter (e.g. Infusion filter, pressure reservoir) to alcohol. Alcohol has been shown to cause cracks and leaks in these components. Carefully read labels on common skin preps and lotions to avoid using any alcohol-containing products in the area of the infusion filter or pressure reservoir." ¿clean the connector cable with 70% isopropyl alcohol.¿

Event description:
The complainant reported that a patient was on impella cp support. It was reported that the impella cp had a purge leak alarm. Upon inspection, the purge side was fractured at the base of the reservoir just before the junction of the leur lock to the filter. The impella cp was removed and the patient survived the procedure.

Manufacturer narrative:
The investigation of purge leak ¿ pump has been completed. The data logs were reviewed and there were no abnormalities noted with purge pressures or flows. Purge pressure never dropped below 400 mmhg throughout the case, and there were no purge related alarms. Returned product was investigated and the purge sidearm reservoir was completely broken off from the sidearm filter at the joint. Based on data logs, this was not the state of the sidearm at the time of the reported leak or at any point in the case, as there would have been a severe drop in purge pressure and corresponding alarms. However, it is the location that the field reported the leak to originate from, so the initially reported crack likely propagated to fully fracture after the case or during return of the product. Based on the clinical details provided and returned product, the root cause of the purge leak was most likely joint reservoir to filter. The cause of this damage is unclear as insufficient clinical details were provided.